Event description:
It was reported to philips that the x-ray system was stuck during startup. The system was not in clinical use at the time of the reported event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.